Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited image with noise; there were multiple scratches on the outer layer of the universal cord; and the light guide bundle was interrupted and weakened in a concentrated manner. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.